Manufacturer narrative:
During servicing of the autopulse platform (sn (B)(6) at the zoll service depot, the platform failed the load cell characterization test. The root cause was due to load cell # 1 overreporting, likely attributed to the age of the platform. The device's life expectancy is 5 years. The autopulse platform was manufactured in october 2015 and is almost 10 years old. The defective load cell was replaced to address the fault. Additionally, the lcd screen was noted to be flickering and unreadable. The root cause was the defective lcd screen with the transmissive board, likely attributed to the device's aging. The defective lcd transmissive assembly was replaced to resolve the issue. Following service, the autopulse platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported issue, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
During servicing of the autopulse platform (sn (B)(6) at the zoll service depot, the platform failed the load cell characterization test, and the lcd screen was noted to be flickering and unreadable. No patient involvement.